Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number (B)(6) was received for investigation. Visual evaluation of the returned device noted no problems. The returned device was assembled with an ar-6420 lot# z4011, an ar-6425 lot# x0101, and an ar-6430 lot# 69910382 pump tubing and was tested and evaluated under the conditions that were reported in the case when the reported failure occurred to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired knee setting to replicate the conditions of the case, the run button was pressed to start the machine. The pump ran for 60 minutes with no sudden changes in pressure noted. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/25/2024, it was reported by a sales representative via sems-(B)(4) that an ar-6480 dw arthroscopy pump keeps spiking and keeps shutting off. This was discovered during a procedure, with no reported patient harm. Additional information was received on 08/01/2024: this was discovered during a knee arthroscopy procedure on (B)(6) 2024. There was no case delay and no adverse effects on the patient due to the issue.